Event description:
Info received indicated the head hi-lo head drifts down.

Manufacturer narrative:
Hill-rom tech found that the head hi-low was drifting down. This was a slow drift and not visible. In addition, he stated that the head up and down function had to be pressed several time before it would work. He isolated the drift and intermittent head functions to the hydraulic manifold. He replaced the hydraulic manifold and the bed functioned to design specs.